Event description:
It was reported that this right atrial (ra) lead was presenting loss of capture. It was suspected that the cause could have been a dislodgement. The device was explanted and replaced. The device is not expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was presenting loss of capture. It was suspected that the cause could have been dislodged. The dislodgement was confirmed via x-rays. The device was explanted and replaced. The device is not expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received: impact code added. Impact codes: imaging required. Impact codes: imaging required.